Event description:
It was reported that merlin.net transmission showed non sustained lead noise due to post paced t-wave oversensing on ventricular channel. The patient was asymptomatic. Programming changes were made. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing recurred. Further programming changes were recommended. They physician elected to monitor for now and will schedule a follow-up with patient at a later date.